Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the programmer was working properly but the physician told there was a burned smell. The physician recommended to use a second programmer which was at the hospital. This programmer will be returned for analysis. No adverse patients effects were reported.